Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a sensor anomaly. Blood glucose value was 47 mg/dl at the time of the incident. The customer attempted to do a calibration but the blood glucose value was too low and the sensor would not accept the low blood glucose as a calibration. Troubleshooting was performed but the device could not be returned because the customer provided a batch number that could not be found. Nothing will be replaced or returned. Unomedl inf set, ozo mmt7008-sensr, frn-modl unk ¿resv.